Event description:
It was reported that the customer received multiple occlusion alarms. There was no impact to customer's blood glucose level.

Manufacturer narrative:
Follow up on 10/03/2014 indicated that when the customer removed the infusion cannula from the site, blood and insulin were observed. Customer inserted a new infusion set and no further issues occurred. Customer reported blood glucose level as "within target range". The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.